Event description:
It was reported that the "end blue cap" of a small volume intermate snapped off. This occurred while the device was attempting to be used but before patient connection. This reportedly rendered the device unusable. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 06, 2014 to october 07, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.